Event description:
New information indicated that the implantable cardioverter defibrillator continued to exhibit auto mode switch with far-field r-wave oversensing via remote merlin.net transmission. There was one episode documented. The patient will continue to be monitored.

Event description:
It was reported that the egm had shown auto mode switch with far-field r-wave oversensing on the implantable cardioverter defibrillator. The patient was asymptomatic. The physician has elected to continue to monitor the patient.